Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that bilateral hip patient underwent left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, masses were noted. The mass on the anterior area of the hip measured 4.2 x 1.4 x 1.6 cm. The mass on the anteromedial area of the hip measured 3.1 x 3.6 x 1.9 cm. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a mom clinical study. It was reported that bilateral hip patient underwent left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, masses were noted. The mass on the anterior area of the left hip measured 4.2 x 1.4 x 1.6 cm. The mass on the anteromedial area of the left hip measured 3.1 x 3.6 x 1.9 cm. These findings were found due to follow up testing. Additional information received in patient medical records indicates the patient underwent right total hip arthroplasty on (B)(6) 2006. Information also suggests that the patient¿s right hip was revised on (B)(6) 2012. Reason for revision is unknown. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2013-02330-1 and 05321/05324).